Manufacturer narrative:
The insulin pump was received with a button error alarm and had an intermittent up button response due to corroded keypad traces. There were no unexpected numbers ramping/scrolling during testing. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that it started scrolling up without any button being pushed and it would start all over again. Customer then received a button error alarm. Customer's blood glucose was 157 mg/dl at the time of the incident. Customer stated that the buttons were increasing on their own. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.